Manufacturer narrative:
The facility was using a medivators olympus disposable biopsy valve during a bronchoscopy procedure and the valve leaked and squirted fluid out the top. The fluid pressure was built up in the biopsy channel due to the patient coughing and caused the squirting of fluid out the top of the valve. There is potential concern of illness or injury due to exposure to contaminated fluid. It was reported by medivators sales representative that the physician and technician were wearing the appropriate ppe during the procedure. It was also confirmed that there was no injury to the patient. This complaint will continue to be monitored within medivators complaint system.

Event description:
The facility was using a medivators olympus disposable biopsy valve during a bronchoscopy procedure and the valve leaked and squirted fluid out the top when the patient coughed.